Manufacturer narrative:
Testing onsite by a spacelabs field service engineer (fse) confirmed that both the transmitter and the receiver were working as designed. All functional tests passed with no problem found. Spacelabs is continuing its investigation of this matter and will file a supplemental report.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for 6 beat run of premature ventricular contractions (pvc). The customer found this event during their retrospective review.

Manufacturer narrative:
It was reported that the customer found a 6 beat ventricular run (v-tach) in spacelabs full disclosure system (ics). There was no audio alarm heard from the telemetry central monitor. Spacelabs sent a field service engineer to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the subject device according to the service manual. All tests passed. We reviewed the full disclosure (ics) database that was provided by the customer. There was a record of a high-priority alarm event. The alarm event was identified as a ventricular run (v-tach). The alarm duration was 15 seconds. The ¿on/off¿ controls for alarm tones are user adjustable. We were unable to verify the settings as these settings are not retained after the telemetry central monitor is turned off. However, if the settings for these controls were set to ¿off¿ at the time of the reported event, the monitoring system would not have provided an audible alarm notification. The alarm tone volume setting on the telemetry central monitor at the time of this event is unknown. This information was not recorded at the time of the event nor is it possible to infer this information based on the standard monitor configuration. Although it is potentially possible, we find it unlikely that an audible alarm for this event was not generated at the telemetry central monitor. This type of system behavior has not been observed in any previous testing of our central monitors nor were we able to recreate this scenario during the present investigation. In conclusion, we are unable to identify any technical problems that would have resulted in a failure of the alarm audio, and cannot conclusively determine the cause of the reported failure. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular tachycardia (v-tach). No one was injured as a result of this event.